Manufacturer narrative:
Medwatch sent to the FDA on 19-jan-2018 the reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.

Event description:
Reported as: a patient with the orbera intragastric balloon had reported "abdominal pain and vomiting." Eda noted the device to be hyper-inflated. Device was removed and replaced.

Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 15/jan/2020 due to correction on MFR report #. Previously sent on 16/feb/2018. Method codes originally submitted are no longer available. Device evaluation summary: the device was returned for analysis, and visual examination noted the balloon shell to be discolored, as it was light blue and brown in appearance. White, brown and yellow particulate matter was observed on the outer surface of the balloon shell and center patch. A sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from four openings on the radius of the shell. Under microscopic analysis, all openings were noted to have striated edges, consistent with surgical damage and device removal activities. Brown particulate matter was observed on the inner surface of the valve.